Event description:
The customer observed higher than expected ammonia quality control results from a vitros 250 chemistry system. No biased patient results were observed. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that higher than expected amon quality control results were obtained from the vitros 250 chemistry system associated with an atypical calibration. An instrument issue and/or user error during calibration was suspected. The customer replaced the incubator evaporation caps, and calibrated a different lot of amon slides. Following these actions, acceptable performance was obtained. The customer declined to have service on the analyzer, or perform any additional troubleshooting actions. The investigation was unable to determine a definitive cause. Factors involving the vitros 250 system, the amon slides and user error during calibration could not be ruled out as potential contributors.